Event description:
Customer reported experiencing a tandem mobi cartridge alarm, which occurred during the cartridge load process. Although there was a cartridge alarm, the customer's blood glucose level did not exceed 500 mg/dl, and no adverse impact was reported. Despite several attempts, the user was unable to reload the cartridge and resume insulin therapy, as the alarm recurred. Technical support instructed the customer to remove the cartridge and deliver a bolus, which was completed successfully, and assisted with loading a new cartridge. Ultimately, technical support decided to replace the pump and original cartridge, providing instructions for the customer to return the problematic device. The customer was advised on using backup multiple daily injections (mdi) therapy to ensure continued insulin delivery and was informed about receiving a pump with updated software.